Event description:
During a CT guided drain placement in the pelvic cavity, the micro wire of neph set uncoiled as dr. [Name redacted] was taking it out of the patient. Looked like entire wire was pulled out. Did a scan to verify if any pieces were stuck in pelvic cavity. Dr. [Name redacted] didn't see anything during procedure. Left the wire and packaging in [name redacted] office for further evaluation.